Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-00473. It was reported that guide wire entrapment occurred. A 3.5mm x 40mm x 146cm coyote es balloon catheter was selected to treat the target lesion. However, it got stuck on a v-14 guide wire. It could not advance so the device and the wire was removed as a unit. The procedure was completed with a sterling balloon catheter. No patient complications were reported.